Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device powered off and restarted. The device was reported to be in use at the time of the reported problem. The patient information was not disclosed. No patient or user harm reported.the customer stated that while the device was in use, an alarm sounded but it was stated that the alarm details were not displayed on the screen. The device was turned off and the restarted, but the issue immediately reoccurred. Another restart was performed and the issue did not reoccur after the second restart. The device was returned to use until a replacement ventilator could be delivered to the room. This investigation is ongoing.